Event description:
It was reported 13 days after explanation of the impella device the patient experienced sepsis. It is unlikely that the patient's sepsis is related to impella use after being explanted for 13 days, however it was reported that the medical team believed there to be a relationship with impella use. The patient was noted to have recovered from the sepsis.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. Corrected information from initial manufacturer device report 1220648-2024-17779: section b3: date of event has been corrected. Section b5: additional information/correction regarding the allegation of sepsis occurred after impella removal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, patient experienced sepsis. No additional information provided related to the resolution of the sepsis. Patient survived the procedure.